Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no significant scratches, or any other type of damage, were observed on the display lens; the initial complaint was not duplicated. The display screen was found to be legible and functioning properly. The pump cover was removed and no damage was found on the old display screen. Unrelated to this complaint, the battery compartment was observed to be cracked. Also unrelated to this complaint, the returned battery cap was unable to fully tighten due damaged battery cap threads. The pump powered up with the returned battery cap and no power-loss events were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the display was scratched and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.